Manufacturer narrative:
The reported event of high impedance was confirmed. The return flex extension lead had all broken wires in the lead body. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16276. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on the left lead. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein both extensions and the ipg were explanted and replaced resolving the issue. It is unknown which extension had high impedances; therefore, both extensions will be reported. There were no allegations of deficiency made against the ipg.